Manufacturer narrative:
No complaint was received with return of the device. Failure event observed during analysis. Final analysis found a distal portion of the partial lead was returned in one piece measuring 33.0 cm. External insulation abrasion was noted at 22.0 cm - 22.6 cm and 32.1 cm - 32.8 cm from distal tip breaching the outer insulation and exposing the outer coil consistent with friction to another device or feature of the heart.

Event description:
This report is to advise of an event observed during analysis.